Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a scratch on the intraocular lens (iol) upon opening the package. There was no patient contact. The iol was not used. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 5/15/2017. Device returned to manufacturer? Yes. Device evaluation: the product was received for evaluation. Inspection at 10x microscope magnification was performed. There was no damage observed on the lens. Viscoelastic residue was observed on the lens, which is related to the preparation process. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.